Event description:
During a routine shift check by a clinician, the device displayed "system fault 36," "pacer disabled," and "defib disabled" messages. There was no patient involvement.

Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty integrated circuit on the system board.